Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g137,cavitron jet plus they allege that the tip is getting hot and low water flow to hp, no injury resulted.

Manufacturer narrative:
Wrong foot pedal received. It is not compatible and could only activate a few functions of the unit. Drained batteries causing corroded battery contact. Flatted tubing, debris buildup in the water filter, deteriorated nozzle grip, and cracked cap pointer.